Manufacturer narrative:
The involved device has not been returned for evaluation. Inspection and testing of a retained sample from the reported lot confirmed that there were no anomalies or defects and performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the cause of the reported event cannot be definitively determined, the available information is most consistent with the physician's conjecture that the separation of the distal portion of the guidewire resulted from being damaged by the spider filter catheter as it was advanced through the guide sheath. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including: "if any resistance is felt or if the tips behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel"; and "when using a drug or a device concurrently with the runthrough ns, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the runthrough ns." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the tip of the guidewire was sheared during a procedure. Follow-up communication confirmed: the tip of the device became sheared off in a bypass graft, and then, the device "came unraveled"; the detached portion of the device could not be retrieved; the physician placed a stent to hold the material against the wall of the vessel; and the physician stated that a guide sheath had been placed over the guide wire, then a spider filter catheter was advanced through the guide sheath, and he felt the guide wire was most likely "pinched" by the spider filter catheter as it was advanced.